Event description:
It was reported that a patient presented to clinic for lead revision. The patient's right ventricular (rv) lead had dislodged resulting in oversensing noise and inappropriate shocks. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, noise and inappropriate shock. The reported event of noise was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.